Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor power was too low. It was further determined that the device failed pre-test for power with the test bench (minimum 110 to 160 watt), excessive noise, untrue running, triggers for forward and reverse mode, function of the soft mode switch (safety system), air leak, air hose coupling, reverse locking mechanism, attachment coupling with attachments, check the attachment coupling and general condition. Therefore, the reported condition confirmed. The assignable root cause determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device engine overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.